Event description:
Consumer reported that product was too small and produced a burn mark. (B) (4)

Manufacturer narrative:
(B) (4) - since this is a disposable single-use device, the product is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Accordingly, this MDR is being submitted as voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.